Manufacturer narrative:
(B)(4). Rangarajan, rajesh md, blout, collin k. Bs, patel, vikas v. Md. (2020). Early results of reverse total shoulder arthroplasty using a patient-matched glenoid implant for severe glenoid bone deficiency. Journal of shoulder and elbow surgery, 29, 139-148. Https://doi.org/10.1016/j.jse.2020.04.024. Concomitant medical products: unknown vrs cat#ni lot#ni. Unk comprehensive reverse glenosphere cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs are associated with this report; please see associated reports: 0001825034 - 2021 - 00277, 0001825034 - 2021 - 00278.

Event description:
It was reported in a journal article retrieved from the journal of shoulder and elbow surgery (2020), which studied patients who underwent rtsa using vrs, that one patient with chronic hepatitis c presented to a local hospital with an infected prosthesis eroding through the skin. He underwent emergent component removal, irrigation and debridement, and antibiotic spacer placement less than 3 months after the surgical procedure and was lost to follow-up. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
B1 correction: this event was originally reported as both a serious injury and malfunction. It was found to be serious injury only. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.